Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device eval summary: device eval of electrode sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, upon eval, the j2 component was not properly soldered inside the rear-2 wire therapy electrode. The cause of the non-functional ecgs is the improperly soldered j2 component. The root cause of the improper solder is a mfg error. A corrective action was initiated. No adverse event resulted from the damaged belt.